Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Only the distal shaft system of the complaint device and a stent fragment was returned. The entire handle and the proximal shaft system is missing. The technical investigation confirmed that the stent has been partially released and has fractured. The proximal shaft system has been cut off. The distal stent stopper is severely deformed. The distal end of the outer shaft has slightly flared and is located about 83 mm proximal to the distal stent stopper. The stent is severely deformed on both sides close to the fracture site. The length of the crimped proximal stent portion is about 129 mm. The proximal stent stopper is slightly deformed, and the x-ray marker has shifted. Several slight kinks (onesided necking / constriction) were observed along the distal outer shaft. During the investigation, a manual stent release was attempted but was unsuccessful. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75 percent stenosis degree) in a moderately tortuous part of the mid sfa. The device was delivered, but only half of the stent could be released. The delivery shaft was fractured, and the stent could not be released any further. The patient needed additional surgery to cut the vessel to remove the stent.